Manufacturer narrative:
The reported field event lead insertion anomaly could not be confirmed in the lab. Test leads could be inserted, secured, and removed normally during testing in the laboratory. The device's header was tested, and it was normal. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the left ventricular (lv) lead was unable to be inserted into the device header. The device was replaced to resolve the event and the patient was in stable condition.